Event description:
After the registered nurse (rn) removed an arterial line from the right wrist, he noted a piece of the catheter tip was broken off. Foreign body viewed on ultrasound. Patient was taken to the operating room, and the foreign body was removed successfully. The tip was noted to be 3.5 cm in length and 0.2 cm in diameter.